Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was exchanged due to a worsening driveline infection and worsening inflow malposition without suspicion of thrombus. The explanted pump was noted to be clean after the implanting center took it apart.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. It was reported that the pump was retained by the hospital and will not be returned for evaluation. It was also reported that the pump was taken apart after explant and was "clean". No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection and the report of a malpositioned inflow conduit could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis; however, thoratec's heartmate ii lvas instructions for use lists driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.